Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to a lead fracture and the patient experiencing pain. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.